Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lots 5994225 and 5993174, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 475cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a possible breast implant rupture of an undisclosed side during a physical exam with a medical professional. As a result, the patient underwent breast implant removal on (B)(6) 2025. As the affected side was not provided, the lot/serial numbers for both products are being provided as left implant - lot number: 5994225 / serial number: (B)(6) and right implant - lot number: 5993174 / serial number: (B)(6). The catalog number is the same for both devices. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On april 22, 2025, the mentor analysis lab received the suspect medical device for evaluation. With the returned device, the product identity was determined as the following: lot: 5993174. Serial: (B)(6). On april 28, 2025, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned device revealed that the breast implant was found to have a tear between the shell and the patch on the posterior view. A microscopic examination was performed, and the cause of the rupture could not be identified. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).